Manufacturer narrative:
Received one device. Complaint confirmed by checking the 1cc ear clip syringe. It is found that the barrel clamp sensor is not working because of the faulty main board. Device is repaired by replacing the main board. Reset to standard configuration. The main cause of customer¿s complaint was the faulty main board. After replacing the part, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed system error. There was unknown patient involvement. Further investigation found that the barrel clamp sensor is not working because of the faulty main board.